Event description:
The customer reported that the couch moved downward without being commanded. Philips service confirmed that there was no patient involved in this event and that there was no harm to a patient, operator or bystander. Philips service confirmed that the couch moving down without command was the result of a failed vertical brake.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer at (B)(6) hospital in (B)(6) stated that the couch on their brilliance 64 system moved downward slowly without being commanded. The system was not in clinical use at the time of the event. There was no report of harm to a patient, operator, or bystander. The operator contacted the philips help desk to inform them of the event. On (B)(4) 2014, philips field service engineer (fse) went to the customer site to evaluate the system. While on site, the logfiles were reviewed by the fse which determined a, vmc_inverter_hardware_fault error had occurred. Evaluation of the system determined that the vertical brake that sits on top of the vertical motor assembly had failed. This brake was also installed on the system by the third party service. Thus, the fse recommended to the customer to replace the vertical brake and vertical motor assembly. The customer contacted their third party service, who replaced the vertical motor assembly and returned the system to the customer. The logfiles for this event and the failed vertical brake and motor assembly was not available for further analysis. The customer reported that the couch moved downward without being commanded. Philips service confirmed that there was no patient involved in this event and that there was no harm to a patient, operator or bystander. Philips service confirmed that the couch moving down without command was the result of a failed vertical brake. There is potential for uncommanded downward motion of the patient support if the vertical brake fails, which may result in pinching, entrapment, or removing of medical tubing (i.e. Ventilator tubing, IV tubing, etc.). Per the philips fse, when issues occur at this customer site, he evaluates the system for the customer and gives recommendations to the customer to resolve the issue. The customer then orders the parts through third party and their biomedical engineers do the repair. For this specific event, he evaluated the system and recommended to the customer that the vertical brake needed to be replaced. The customer ordered the vertical brake through third party and their engineer did the repair. Review of service work orders at the customer site revealed that fco (B)(4) (vertical brake hub rework) was implemented on (B)(4) 2010. Further review revealed that fco (B)(4) (vertical brake screw replacement) was implemented on (B)(4) 2013. There have been no other occurrences of uncommanded motion of the patient support since the initial event occurred on (B)(6) 2014. Engineering determined this issue to be an acceptable risk. The following mitigations are applicable: design of brake fail-safe for couch movement. Brake is engaged with loss of power. Design critical components with high strengths according to (B)(4). Additional brake when no movement command is given. Design employs a 4:1 minimum safety factor. Safeguards: (1) electrical power loss automatically engages the spring-actuated brake, (2) when system not in motion, brake is applied, (3) brake can suspend full load even when being driven downward by motion system, (4) a lock tab is employed on the screw of the motor to lead screw coupling. Vertical brake hardware connected to motor shaft held in place with mechanical fasteners as well as bonded to motor shaft. When the couch has the "bedrock" configuration, the geared motor shall hold the couch at maximum load when the motor brake is not functional or removed. The fse suggested the customer to replace the vertical brake, which was replaced by the site biomedical engineer to resolve the issue. Since no parts were returned, a root cause could not be determined by engineering.